Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the concentrations of therapeutic drugs amitriptyline, chlorpromazine, and flunitrazepam significantly decreased due to drug adsorption. There were no health consequences or impacts reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material #: 368640; lot/batch #: unknown. The paper is suggestive of indicating certain drugs which may demonstrate reduced stability when collected and stored in gel separator tubes. While in some cases the drugs had worse performance in ambient temperature compared with refrigerated storage. It is known in the literature that certain hydrophobic drugs, like many of the drugs evaluated in this study, may demonstrate adsorption onto the gel in gel separator tubes. Directionally, this publication is consistent with these other publications. However, these drugs may still demonstrate acceptable stability in gel tubes for laboratories, depending on the amount of sample on the gel, the time of storage, and the laboratory¿s s acceptance criteria. A complaint (pr (B)(4)) was filed to document the concentration loss described by the author in the bd vacutainer® sst (¿) ii advance tubes. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd has conducted a risk assessment and determined that a potential product performance limitation exists and opened a change control to add a clarifying statement to the instructions for use (IFU). This complaint has been confirmed for erroneous results-drug adsorption. Bd was not able to identify an exact root cause for this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the concentrations of therapeutic drugs amitriptyline, chlorpromazine, and flunitrazepam significantly decreased due to drug adsorption. There were no health consequences or impacts reported.